Event description:
It was reported that due to "perforation of the digestive tract", the patient underwent emergency surgical treatment, underwent orotracheal intubation in the operating room and was admitted to the intensive care department at 23:00 after the operation. While under the control of the orotracheal intubation and ventilator after admission, the air bag leakage was found at 23:30 and the same batch of new endotracheal intubation was reinserted after removal. Ventilator ventilation continued. In this example, the airbag is not checked for air leakage before use and the manual is consulted, and there is a mention of checking the integrity before operation, but there is no mention of checking whether or not air leakage is checked and how to check it. The airbag airtightness was checked before relocation. Hospitals have used the product for a long time (at least 6 years) and similar cases have rarely occurred in the past. In the event of three air bag leaks, we are considering discontinuing the product after using up a small amount of stock.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional event information received (updated b5) h6: event problem and evaluation codes: update not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email 01-dec-2022: the three air bag leaks mentioned in the incident were all discovered after the emergency intubation and the patients were transferred to the ICU after clinical visits and investigations.